Event description:
It was reported the pt experienced heating at the ipg pocket site when charging the ipg. The pt scheduled an appointment to meet with the physician and discuss the next course of action. No further info is available at this time. On (B)(6) 2012 (B)(4), neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.